Event description:
It was reported that non-reproducible noise was present on the right ventricular (rv) channel. It could not be determined whether the observation was true noise or right ventricular arrhythmia. The patient was to be brought into clinic for an evaluation using a holter monitor to see if arrhythmia on the holter monitor coincided with the events in order to distinguish if this was ventricular arrhythmia or noise. The patient had a non-abbott rv lead. The pacemaker was also subject to the 2021 assurity header advisory. Pacemaker replacement was discussed. There were no reported patient consequences.